Event description:
Boston scientific received information from a competitive field representative that an out of range shock impedance measurement of 168 ohms was observed on their device. Discussed with boston scientific technical services (ts) that the physician may want to consider additional testing to determine the integrity of the lead. There were no adverse patient effects reported. The local field representative was contacted, however, no additional information is available at this time.

Manufacturer narrative:
To this date this lead remians implanted with no change. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.